Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed the following: a cracked tank cover, worn and damaged enclosure, worn front cover, and worn line cord. The investigator also noted an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (non-functioning lcd display) was confirmed during testing. The product problem regarding the failure to heat was not confirmed however. The display issue was attributed to a faulty pcb that was causing the lcd to blink. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to heat to the required temperature. In addition, the lcd display was not displaying the temperature. The product problem was observed during testing on (B)(6) 2020. No patient injury or complications were reported in relation to this event.